Manufacturer narrative:
(B) (4).

Event description:
It was reported that stimulation was fluctuating in intensity, sometimes more intense and other times less intense than typical. The sensation was described as a surging sensation. The therapy was working well. There was no known accident or incident related to the complaint. The change was noticed a couple of days before the report while driving and then again while walking, and was becoming more frequent. The pt did note starting a new exercise routine in (B) (6) 2009, and also work as a pediatric nurse. Additional info received reported that for approx two weeks the pt had experienced stimulation surging in up to the chest and down to the right leg on occasion. Stimulation was usually felt only in the left leg where the pain was. The pt also felt the rate was changing intermittently. Body position seemed to vary when the surges were felt. Fluoroscopy was conducted and there was no visible evidence that the lead had migrated. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.